Event description:
It was reported that the adm inserter rod and the nut became stuck together.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 9616680-2011-00700.